Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited high, out-of-range (oor), shocking lead impedance measurement of more than 125 ohms. During device check, a maximum energy shock was delivered on single coil configuration. All measurements were within normal limits. The physician elected to monitor the patient remotely. No additional adverse patient effects were reported. The system remains in service.